Event description:
It was reported the system displayed generator frame errors. It is likely these were frame sync error message displayed from the generator. This message will result in a loss of a live image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.